Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician experienced resistance while attempting to insert a neuron 6f select catheter (6f select) into a neuron max 6f 088 long sheath (neuron max) on the back table; therefore, it was removed. It was reported that the 6f select did not fit into the neuron max. It was also reported that the physician also had difficulty advancing the neuron max through an 8f sheath. The procedure was completed using a new 6f select, the same neuron max and same 8f sheath.

Manufacturer narrative:
There was no visible damage to the returned neuron select catheter 6f (6f select). However, while attempting to insert a 0.040¿ stainless steel mandrel into the hub 6f select to measure the outer diameter (od) using a ring gauge. The stainless steel mandrel could only be advanced about 5.0 cm into the hub before resistance was met and the mandrel could not be advanced any further. Then the mandrel was attempted to be advanced through the distal tip of the 6f select to attempt to push whatever substance out of the lumen of the 6f select. However, the substance inside the 6f select was unable to be pushed out and the mandrel got stuck inside the 6f select. The distal tip of the 6f select was damaged by the penumbra investigator in an attempt to remove the stainless steel mandrel and the outer diameter of the 6f select could not be measured using a ring gauge. Conclusions: evaluation of the returned devices revealed that the 6f select has some unknown substance inside the lumen. While attempting to advance a stainless steel mandrel through the hub of the 6f select, the mandrel was only able to be advanced approximately 5.0 cm. The mandrel was then attempted to be advanced through the distal tip of the returned 6f select; however, the stainless steel mandrel got stuck inside the 6f select. The distal tip of the 6f select was damaged by the penumbra investigator while attempting to remove the stuck stainless steel mandrel and the od of the 6f select could not be measured. The 6f select could not be functionally tested for the reported issue. Evaluation of the returned neuron max revealed that the sheath was kinked. This type of damage was likely incidental and may have occurred while packaging the device for return to penumbra. The neuron max could not be functionally tested for the reported issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2018-00501.